Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system and the general purpose operating system were replaced. All of the boards and cables were reseated. The system was tested and found to be working as intended and put back into service.